Event description:
The reporter stated that the surgeon was advancing a +23.0 diopter collamer lens in the msi-pm injector and noticed the plunger tore off the haptic, so he quit using it. There was no pt injury.

Manufacturer narrative:
The injector was not returned for evaluation, however, the lens was received and a visual inspection shows a portion of the lens optic and one haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned.